Event description:
The customer reported that the device was smoking during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated as the device was not received for evaluation. A root cause could not be determined, although the reported rust may have been a contributing factor.

Event description:
The customer reported that the device was smoking during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.